Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, on (B)(6)2020 , the patient went to the first aid department of the hospital due to severe hypotension, hypoxia and cyanosis. The diagnosis was cardiogenic shock due to tachycardiomyopathy. The ongoing heart rhythm was an atrial flutter with a ventricular pacing rate of 150 min-1, which began on (B)(6)2020 . No fallback mode switch occurred on the ongoing atrial flutter. Shortening of the av delay to 30 ms ended the high-rate tracking. On(B)(6)2020 , the ejection fraction was (B)(4) and after two days, the ejection fraction was (B)(4).

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2020, the patient went to the first aid department of the hospital due to severe hypotension, hypoxia and cyanosis. The diagnosis was cardiogenic shock due to tachycardiomyopathy. The ongoing heart rhythm was an atrial flutter with a ventricular pacing rate of 150 min-1, which began on (B)(6) 2020. No fallback mode switch occurred on the ongoing atrial flutter. Shortening of the av delay to 30 ms ended the high-rate tracking. On (B)(6) 2020, the ejection fraction was 20% and after two days, the ejection fraction was 40%.

Manufacturer narrative:
Based on the preliminary analysis, no issue is suspected on the subject pacemaker.

Event description:
Reportedly, on (B)(6) 2020, the patient went to the first aid department of the hospital due to severe hypotension, hypoxia and cyanosis. The diagnosis was cardiogenic shock due to tachycardiomyopathy. The ongoing heart rhythm was an atrial flutter with a ventricular pacing rate of 150 min-1, which began on (B)(6) 2020. No fallback mode switch occurred on the ongoing atrial flutter. Shortening of the av delay to 30 ms ended the high-rate tracking. On (B)(6) 2020, the ejection fraction was 20% and after two days, the ejection fraction was 40%.